Manufacturer narrative:
Of the 13 allegations of a malfunction, 40 pumps were returned to animas and investigated. Of the investigated pumps, 6 were found to be malfunctioning due to battery compartment cracks, battery compartment leaks and moisture ingress. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 13</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 11-76 years of age and between 38 and 186 pounds. Of the reported patients, were male, 13 were female, and 0 were unknown.